Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident the technical support specialist tss confirmed from the customer that the issue was related to brg internal which was resolved by the information technology it department and the customer was able to run the reports. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user failed to run reports in ed enterprise. The running icon circle kept looping, and the reports never loaded. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.